Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis, tried to give insulin with the pump but wasn't working. The customer reported blood glucose value of 500 mg/dl. The reported hyperglycemia was treated with basal insulin regimen and hospitalization. The reported elevated ketones/diabetic ketoacidosis was treated with hospitalization. Symptoms witnessed during the hospitalization: severe abdominal pain, headache, vomiting, very dry mouth. The event involved product mmt-1886. Troubleshooting was performed. The customer has not used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. There were boluses programmed on the event date 20-sep-2025 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There was 1 usersuspended (2) alarm noted on the event date 20-sep-2025 in the pump history file. On the primary svn (B)(6), on the event date of 20-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 42000 (4.2 u) and dailytotalofbolusinsulindelivered = 202250 (20.225 u) which is equal to the dailytotalofallinsulindelivered = 244250 (24.425 u). On the primary svn (B)(6), perform the history review 1 week prior to the event date 20-sep-2025 in the pump history file and found 3 sensor error alerts on 09/18/2025, 1 sensor error alert on 09/19/2025, 1 lost sensor alert on 09/19/2025 and 1 lowbatteryalert (104) on 09/20/2025 19:43:00.000. Earliest power data available per the power management tool/detail trace file is on 09/23/2025 12:32:58 am. There was no power data available for the date of 09/20/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. On a related svn (B)(6), on the event date of 19-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 67500 (6.75 u) and dailytotalofbolusinsulindelivered = 151250 (15.125 u) which is equal to the dailytotalofallinsulindelivered = 218750 (21.875 u). On a related svn (B)(6), there were boluses programmed on the event date 19-sep-2025 in the pump history file. On a related svn (B)(6), there were no autosuspend (12) alarm noted in the pump history file. On a related svn (B)(6), there was 1 usersuspended (2) alarm noted on the event date 19-sep-2025 in the pump history file. On a related svn (B)(6), on the event date of 18-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 57750 (5.775 u) and dailytotalofbolusinsulindelivered = 92000 (9.2 u) which is equal to the dailytotalofallinsulindelivered = 149750 (14.975 u). On a related svn (B)(6), perform the history review 1 week prior to the event date 18-aug-2025 in the pump history file and found 2 lost sensor alerts on 08/12/2025, 1 lowbatteryalert (104) on 08/14/2025 09:18:00.000, 1 sensor error alert on 08/18/2025 and 3 lost sensor alerts on 08/18/2025. Earliest power data available per the power management tool/detail trace file is on 09/23/2025 12:32:58 am. There was no power data available for the date of 08/14/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-possible under delivery not confirmed. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.